Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 2.5 x 28 mm xience v stent delivery system (sds) noted blood on the shaft, stent implant and balloon and in the guide wire lumen. There was contrast on the shaft, stent implant and balloon. This is consistent with handling and advancement into the body. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. Three kinks were noted in the hypotube and multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and heavily calcified, which likely contributed to the failure to cross and resistance during withdrawal. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all sds are inspected for damage. It was confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled, as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Reportedly, force was used after the sds failed to cross. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, there was no damage noted during product inspection prior to use, thus the shaft most likely kinked during the attempt to cross as force was applied and further manipulation of the catheter would have contributed to the shaft separating. A search of the lot history record indicated no associated nonconformance material records and a search of the complaint database indicated no related incidents reported from this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the mid left main with moderate tortuosity and heavy calcification. Pre-dilatation was performed, and an attempt was made to advance the 2.5 x 28 mm xience v stent delivery system (sds); however, resistance was noted with the vessel; therefore, force was used. The device could not cross the lesion and the proximal shaft of the catheter separated. During removal, slight resistance was noted again. A non-abbott stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.guide wire: balance middleweight universal ii.guide cath: jl 3.5, 6f.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.